Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial for urge incontinence. It was reported that the patient had a lot of pain prior to the procedure due to the difficulty of getting the IV inserted. The patient also had difficulty breathing and swelling in their legs after the procedure and was kept in the hospital for the night. Additional information was received three days later. The patient was no longer in pain, but their throat was irritated due to the breathing thing. The patient was not sure about a loose strap in the back, but was going to consult with the physician on (B)(6) 2017. No further complications were reported/anticipated.